Event description:
The health care professional reported that the pt was not getting relief from his pump. The hcp "increased his pump 30 percent", but the pt "actually pulled his pump out of the suture loops with a no 2 suture." The hcp suspected a kink in the catheter. The medication being delivered via the device system was morphine with a daily dose of 9 mg/day. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).